Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat an acute, mildly calcified, 90 degree tortuous lesion in the ostium of the lcx. Lesion was pre-dilated. It was reported that the device was removed from its packaging as per IFU with no issues noted. During the procedure, the physician attempted to deliver the stent but the device could not cross and while attempting to withdraw the device, the stent dislodged in vivo. The physician brought the stent to the radial artery by balloon but the stent could not be removed. No further patient complications reported.